Manufacturer narrative:
The device was not returned for analysis. The device has reached end of life and is no longer maintained or serviced. Medtronic received additional information that the type of water that was used could not be obtained. Per the operator's manual, deionized water should be used in the biocal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during setup prior to use, the biocal heater/cooler instrument "over temperature alarm" was heard when the instrument was powered on and the alarm would not change. The instrument was replaced with a backup and there was no adverse patient effect. The medtronic service technician informed the customer that this product is no longer serviced by medtronic. The customer already had the end of life letter. Additional information was later received reporting that the instrument is no longer used and the type of water that was used could not be obtained. Per the biocal operator's manual, deionized water should be used in the biocal.